Manufacturer narrative:
The device was returned to olympus for inspection. Olympus detected this issue with a returned olympus asset during device inspection and there was no reported customer product complaint or allegation; therefore, there is no information of customer reported date of event. Additional information will be provided once available. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the adhesive on the light guide lens of the duodeno videoscope was peeled. There was no patient involvement.